Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leaking tubing at the fitting in the bubble generator. The fse also found that the customer had received mc (modular chemistry) and cc (cartridge chemistry) sample probe motion error messages during the event. The fse proceeded to replace the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the bubble generator tubing assembly. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a slow drip from reagent probes involving the unicel dxc 600 synchron system. The customer indicated that the tubing between the a/b valve and the bubble generator was leaking, causing the reagent probes to drip. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.